Manufacturer narrative:
It was reported that the internal leakage test failed during the pre-use check. During the field technician's examination, the expiratory/inspiratory pressure transducer pcb (printed circuit board) was found to be defective. After replacement of the defective pcb, the device was again functioning according to specifications and was returned to the customer in working order the device logs were not received and the defective part was not returned returned for investigation. The root cause has not been established.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).